Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that the fluoro function board (ffb) was loose. Reset the ffb pcb. Replaced the mainframe backplane to help ensure a tight connection for the ffb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would stop fluoroing and does not always boot past the squares. There was no report of pt injury.